Event description:
It was reported that the administration set was attached but did not deliver medication. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: product received date 11/11/2024. H3: one device was returned for repair with complaint that the administration set was attached but did not deliver medication. Service history review identified this device has not been in for service previously. Visual/functional testing was performed. The reported problem could not be duplicated. Accuracy test passed. Cassette not attached properly alarms found in event logs history. The downstream occlusion (dso) seal was flat but cracked at top and bottom. The latch/lock handle was too loose. Watchdog alarm was found. The main board was replaced. The probable cause of the reported problem unknown. Replaced main board, lcd display, led's flex, dso sensor, and latch/lock flex sensor. Device passed functional tests post repair.